Event description:
Boston scientific received information that the patient implanted with this device system experienced several syncopal events. The patient was seen in the clinic and the device was checked. Isometric exercises were performed and noise was noted on the ventricular channel, with suspected oversensing and the physician suspected lead insulation break. The device declared elective replacement indicator (eri) and a revision procedure was performed. The device was successfully replaced. The rv was attempted to be laser extracted, however, the lead came apart and was partially abandoned and replaced. No other adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.